Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing/noise was noted on the right ventricular (rv) lead. Additionally, the svc coil was noted to have high impedance. The patient indicated that the lead was fractured/broken. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed.the analysis indicated that the lead was returned but only visual analysis could be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.